Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure failure to cross the lesion occurred. Vascular access was obtained via the femoral artery. The 2.75x38mm, 90% stenosed, eccentric, de novo, target lesion was located in the mildly calcified and moderately tortuous right coronary artery. The lesion was predilated with unspecified 1.25 x 15, 2.0 x 20, 2.5 x 15 and 3.0 x 12 devices. The 2.75x38mm promus element drug eluting stent (des) was selected and advanced to treat the target lesion; however, the device could not cross the lesion. The procedure was completed with the implant proximally with a 2.75 x 32mm promus element des and distally with the implant of a 2.5 x 20 non-bsc stent. Post dilation was performed with an unspecified 3.0x12 balloon. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found proximal stent damage. The proximal end of the stent was severely bunched resulting in the stent moving on the balloon. A visual and microscopic examination also found that the hypotube had broken directly at the hub resulting in the hub becoming detached from the device. Severe kinks were also evident along the entire length of the hypotube and the lumen was also damaged at various points throughout. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).